Event description:
A surgeon reported that a pt experienced an abrasion to the endothelium and an iris laceration when the cannula that was being used with this device detached from the syringe. It was reported that the appropriate cannula (which was included with this device) and its locking mechanism were not used during this procedure.